Event description:
It was reported that the impedance reading on the superior vena cava (svc) coil of the right ventricular (rv) lead was out of range high. The defibrillation circuit function was tested via noninvasive programmed stimulation (nips) and the decision was made to turn off the svc coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbb1d1 implantable cardioverter defibrillator, (B)(6) 2014. (B)(4).